Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure the physician successfully placed three coils. During the placement of the fourth coil (subject device) the physician attempted to detach the coil; however during the removal of the delivery wire it was observed that the coil was not detached. The physician attempted to reposition the coil; however the coil detached in the microcatheter. The coil and microcatheter were removed together as one unit and no clinical consequences to the patient were reported.

Manufacturer narrative:
Product available to stryker - corrected. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the main coil was detached from the delivery wire and the detachment zone appears to have been dissolved electrolytically. The main coil was found to be stretched. There were no anomalies noted to the delivery wire or introducer sheath. Information available indicated that the coil was repositioned and that other embolic agents were present prior to detachment of this coil. Analysis also revealed blood on the main junction and the main coil and it is likely that this may have contributed to the detachment issues experienced. It is possible that the clotted blood may have caused the coil not to separate from the delivery wire following electrolysis of the detachment zone. Upon repositioning of the device the movement of the device likely then cause separation of the coil and delivery wire. Per the dfu: "caution: increased detachment times may occur when: ¿ other embolic agents are present, ¿ delivery wire and microcatheter markers are not properly aligned, ¿ thrombus is present on the coil detachment zone." Based on analysis and information available; an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that during the procedure the physician successfully placed three coils. During the placement of the fourth coil (subject device) the physician attempted to detach the coil; however during the removal of the delivery wire it was observed that the coil was not detached. The physician attempted to reposition the coil; however the coil detached in the microcatheter. The coil and microcatheter were removed together as one unit and no clinical consequences to the patient were reported.